Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide lot number 2. What instruments were used to grasp the needle? 3. Where was the needle grasped during use? 4. What was the size of the needle used? 5. What tissue was being sutured when the event (needle breakage) occurred? 6. Patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a sigmoidectomy procedure on (B)(6) 2023 and suture was used. The tip of the needle broke off while suturing tissue of the colon. Fragment was recovered from the patient. No extra steps were needed to locate the fragment. Another like device was used to continue with the procedure. There were no adverse consequences for the patient. Additional information has been requested.